Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg (coils) section e1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 30772783 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. Failure to detach is a known potential complication, that could cause stretching, separation and/or premature detachment. There are clinical and procedural factors, including aneurysm/vessel characteristics (i.e., tortuous anatomy), device selection, device interaction, and operator technique, that may have contributed to the reported event rather than the design or manufacture of the device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a coil embolization, a non j&j microcatheter was in place and a galaxy g3 xsft 4mm x 10cm coil (product code glx120410, lot number 30772783) was delivered to target site. The coil was filled in the aneurysm and tried to detach, but the coil was unable to detach. Doctor only retracted the coil alone and switched a second new non j&j coil to fill the aneurysm and detached the coil. When the doctor filled the aneurysm again with a third coil, a galaxy g3 xsft hel 2mm x 4cm (product code glx120204, lot number 30964875) and detached it, the third coil was unable to be detached. The doctor only retracted the third coil alone and switched to a fourth new coil (non j&j) to complete the surgery. The microcatheter was not replaced. Additional event information received on 26-dec-2025 indicated a pre-deployment electrical testing was not performed. The same dcb was used successfully with subsequent coils. The same cable was not used successfully with subsequent coils. The embolic coils were still attached to the coil delivery system when removed from the patient. The coils did not stretch or were damaged when removed from the patient.